Event description:
It was reported that the patient required a controller exchange due to the controller connections being cracked with water damage. The patient had low flow software installed on new and backup system controllers per provider request. The patient had low flow software previously installed at time implant. Expected alarms occurred during exchange. No alarms were active prior to or after exchange. The coordinator then exchanged the patient's modular cable and system controller to the new low flow controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress within the modular cable was not confirmed. The modular cable (lot number 11059088) was not returned for analysis. Provided information indicates connections to the controller noted to sustain water damage. The system controller and modular cable were exchanged for a requested low flow upgrade. Additional information indicates that there were no alarms as a result of the reported damage and no product would be returned for further analysis. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the modular cable, lot number 11059088, showed the device was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook and the heartmate 3 lvas instructions for use instructs users to never submerge their equipment, including their modular cable, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.